Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2022 with multiple right ventricular lead noise episodes that was picked up as high ventricular rate episodes. The noise was not reproducible with isometrics. Programming changes were made to address the issue, and the patient will continue to be monitored. The patient was stable throughout.